Event description:
It was reported that the home patient (hp) spilled solution during therapy on the homechoice (hc) device. The hp stated that they had not connected the supply bag properly. The technical service representative (tsr) assisted the hp with a new setup. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an improperly connected supply bag was reported and is a known cause of a leak. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, instructs the user to check all disposable set connections for a secure fit before beginning therapy. It also provides step-by-step instructions for connecting the solution bag. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.